Manufacturer narrative:
Other relevant device(s) are: product ID: 3889. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for urge incontinence. It was reported that the patient thought the wires may have moved because it didn't seem to be working as good as it was. There were no further symptoms or complications reported or anticipated.